Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one haptic torn. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon noted a defect on a 13.0mm icm130v4 implantable collamer lens, -12.5 diopter, and decided not to use the lens. There was no patient contact and the backup lens was used. The reporter indicated the lens was torn.